Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/11/2025, the reporter stated that while the patient was at school, he began experiencing symptoms including nausea, fatigue, and dizziness. The patient suspected his bg level was elevated; however, his tandem insulin pump did not indicate a high value. No specific cgm readings were reported, and no bg meter reading was taken for comparison. It was further reported that, at an unspecified time during the event, the patient¿s cgm device (mobile app) and tandem insulin pump were displaying cgm values that differed by approximately 100 points. The patient was picked up by his aunt and taken to an urgent care clinic, where it was advised that he be transferred to the emergency room (ER). Emergency medical services (ems) were called, and the patient was transported accordingly. At the ER, the patient¿s tandem insulin pump was disconnected, and bg levels were monitored via fingerstick. However, no specific bg values were documented. The patient did not receive any medication or treatment aside from insulin administered through his tandem pump. There was no documentation of additional medical intervention. The patient was discharged the following day, on (B)(6) 2025, and was reported to be ¿fine¿ at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.